Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in the field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Concomitant medical products: 4574-45, implantable pacing lead, (B)(6) 2009. (B)(4).

Event description:
It was reported that the patient was in the emergency room due to symptoms associated with anti-tachycardia pacing (atp) therapies which presented as a two second pause with no back-up pacing. It was noted that the patient had a premature ventricular contraction (pvc) prior to the atp therapy being delivered. Back-up pacing was programmed on and the device remains in use. No patient complications have been reported as a result of this event.